Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was today the patient was in the hospital and their heart rate went up to 200 and now it was at 110. The patient was not sure if the stimulator was messing with the patient's blood pressure or not. The pts neurostimulator was interfering with the EKG monitor. Patient did not have their controller with them so they did not know how to turn the stimulation off. Caller wanted to know if stimulation could be turned off remotely, agent review how to turn stimulation off using a controller. The caller was redirected to their healthcare provider to further address the issue. Agent emailed caller nas phone number to notify a medtronic rep.

Manufacturer narrative:
B3: event date is date valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
File updated for medical review and to update outcome code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.